Event description:
Right knee pain, right knee swelling, right knee bloody serous knee effusion. Info was received in 2006 from a physician regarding a female pt, with a medical history of gonarthrosis, who experienced knee pain, knee swelling and serious knee effusion. The pt received three synvsic injections three months earlier on an unk date and one month later into an unk knee. The physician reported that on 19-jan-2006 the pt experienced knee pain, knee swelling and serious knee effusion. The knee was aspirated on an unk date. The pt was treated with nsaid's and cooling. Add'l info was received four months from the treating physician who clarified that the synvisc injections were given in the right knee on dates earlier mentioned. The aspirate that was taken subsequently was 70 ml in volume and serious and bloody in nature. The physician assessed the severity as severe. At the time of this report the pt had recovered.